Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed that the power supply was the source of the smoke. Cse replaced the older obsolete power supply with a newer power supply. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported smoke coming from their advia centaur xp instrument. The customer unplugged the unit from the uninterruptible power supply (ups) and was guided to remove the back panel of the instrument. The smoke had stopped. There are no known reports of patient intervention or adverse health consequences due to the event.